Event description:
Bilateral revision surgery was performed due to metallosis. This complaint for right side. (B)(6) 2016 cobalt 23 chromium 11.3 (uom unknown).

Manufacturer narrative:
It was reported that right hip revision surgery was performed on a bilateral patient. During the revision the r3 liner, hemi head & modular sleeve were removed. The r3 shell & stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the liner / head / sleeve /shell / head screw was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the liner / shell/ head screw. Similar complaints have been identified for the hemi head + modular sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. Intraoperative findings of extensive bursal fluid, pseudocystic formation with tarnished fluid along with elevated metal ions may be consistent with findings associated with metallosis. Without the supporting pathology results, imaging, and the analysis of the explanted components, the root cause of the reported pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.